Event description:
Clinical trial. It was reported that during a carotid artery stenting procedure, the stent migrated. The index procedure treated the 4.5 x 2.5 mm, 99% stenosed mid left internal carotid artery. Treatment consisted of placement of a filterwire ez and placement of a carotid wallstent. The first wallstent was not deployed at the intended location as it had migrated distally. A second wallstent was successfully placed and the lesion was post dilated resulting in 0% residual stenosis. The pt was discharged one day post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.